Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse replaced the sensor cable (h782) and checked all the cable connections for the sampling arm. Fse also lubricated the bottom bearing/shaft of the sampling arm, and the bearings for the seal breaker and wash assembly. There were no further reports of noises. The customer was subsequently able to run controls without issue. Fse returned to the site after reports from the customer that the issue had returned. Fse confirmed the issue when he received a level sense error upon device inspection. Fse replaced the sensor bd; however, the issue did not resolve. Fse reinstalled the original sensor bd and received a wash temperature error and the wash temperature would not adjust. Fse reinstalled the new sensor bd and adjusted the wash temperature to 39.1 degrees, replaced the nozzle assembly, and ran ten cups successfully without errors. Next, fse ran testosterone quality control (qc) and calibration and received the turntable slip error. Fse tightened the turntable belt and ran forty-three tests successfully, without errors. The customer was subsequently able to run testosterone calibrators with no errors, but, received 2013 sample level detect error when they started to run patients. Fse replaced the eki pcb, and the sample arm; then ran a sample sensor test using 25 customer tubes. The customer's tubes were reading less than 300 intermittently. Next, fse placed 12 x 75 mm tubes on the sample carousel and ran the test twice. All of the readings were above 300. It appeared that the level sense issue was caused by the customer's sample tubes. Additionally, fse noticed the seal break was not aligned to the center of the test cups resulting in the carousel slip errors. Fse realigned the seal break to the carousel and was subsequently able to perform the seal break test macro without errors. No further issues were noted. No further action was required b field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 29apr2017 through aware date 29may2018. There were two similar complaints identified during the search period. 2013 sample level detection error the aia-360 service manual revision 0, under chapter 8- trouble shooting- error messages was reviewed. The aia-360 service manual indicates that the 2013 sample level detection error message is generated when there is a failure to detect fluid level, even when lowered to sample cup or test tube bottom. The operator is instructed to check the ad value when sample nozzle detects fluid surface or check threshold value; and contact the service department. 4004 turn table slip the aia-360 service manual revision 0, under chapter 8- trouble shooting- error messages was reviewed. The aia-360 service manual indicates that the 24004 turn table slip error message is generated when the turntable motor slipping is detected. The operator is instructed to inspect the pm101, sensors s101 and s102 boards, set screws and sliding surface. The most probable cause of the reported event was due to a faulty nozzle assembly.

Event description:
It was reported that the customer received intermittent "2013 sample level detection" errors with their aia-360 analyzer. The customer also reported hearing grinding noises when device was running patient samples. The customer was unable to run follicle-stimulating hormone (fsh) and prolactin (prl). Fse was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and prl. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
Date received by MFR: 08/21/2018. One nozzle assembly and one sensor board were returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Visual inspection of the nozzle assembly noted that it was bed. The nozzle assembly also failed functional testing. The returned sensor board failed functional testing. The reported event was confirmed. The most probable cause of the reported event was due to failure of the nozzle assembly and the sensor board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.